Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had errors e216 and b30. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported light source b30 (scope communication error) could not be determined, as the issue could not be reproduced or confirmed. Olympus will continue to monitor field performance for this device.